Event description:
A malfunction was reported before any notable events occurred. The malfunction alarm was displayed with a resettable code, and no fault recurred after the reset. There was no adverse impact on the customer¿s blood glucose level. Customer was provided with pump reset information, assisted in resetting the pump, and advised to continue using the pump while contacting technical support if issues recur. Customer acknowledged and understood the instructions.